Event description:
It has been reported to philips that the wireless footswitch is nonfunctional. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The fse checked the error logs and reseated all the connections. The system was returned to use in good working order. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the led lamp on the wireless footswitch (wfs) was unresponsive when charging or using it due to contact issue or malfunction of the led lamp on the wfs. Upon troubleshooting, fse found that the wi-fi indicator and battery indicator of wfs were off, but the x-ray was working normally with the wfs. To resolve the issue, fse reconnected all the boards and batteries inside wfs. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.